Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2316585 involved in this complaint was returned open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 15 oct 2025. The following observation were made in the lab: visual inspection: device returned in protective tubing. Safety wire not returned. Red shuttle at the last dimple. 0.035" wire guide returned with the device. Protective tubing removed. No stent returned, introducer fully exposed. Polyimide exposed and slightly kinked at the tip. Functional inspection: 0.035" wire guide advanced through tip and exits at zip port without issue. Handle actuating fine for deployment and recapture. The reported failure was not observed. A picture was submitted by the user with the initial report. This picture showed an evolution biliary device, and the user has circled the part of the device where the complaint concerns. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2316585. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing input was sought for this complaint. As per the input provided, during the manufacturing process, a wire guide is passed through the product to ensure there are no blockages in the devices. If the wire guide does not pass through freely, the unit is rejected. (Ref att 17nov2025_(B)(4)_cirl_manufacturing input_mos06oct2025). Therefore, it is highly unlikely that a device with blockage, left the manufacturing premises. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ "remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)." Figure a1, a2 illustrates that a sight curve should be applied with the zip port facing upwards to help the wire guide exit the zip port easily. The positioning of the zip port when loading the wire guide is a suggested technique. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as clinical settings cannot be replicated. A possible root cause could be attributed potentially to device handling when loading the wire guide. The IFU illustrates that a sight curve should be applied with the zip port facing upwards to help the wire guide exit the zip port easily. The positioning of the zip port when loading the wire guide is a suggested technique. When a slight curve was applied with the zip port facing upwards, this allowed the wire guide to exit the zip port. The device functioned as intended in the laboratory evaluation. The kink observed in the polymide may have occurred as a result of transport back to cook ireland after the stent was deployed successfully by the user. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the purple section where the guide wire exits the catheter is sometimes blocked. This forces them to bend the catheter, which they prefer not to do. This used to be easier. Confirmed qty, 01 confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause could not be determined as clinical settings cannot be replicated. A possible root cause could be attributed potentially to device handling when loading the wire guide.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 25 nov 2025 as the complaint no longer meets the description of a reportable incident (add reason for cancellation from ae notes). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The purple section where the guide wire exits the catheter is sometimes blocked. This forces them to bend the catheter, which they prefer not to do. This used to be easier. "As per cc form": the purple section where the guide wire exits the catheter is sometimes blocked. This forces them to bend the catheter, which they prefer not to do. This used to be easier could you provide the tracking number for the device return? Waiting to get the right size box to send it back. Details of the wire guide used (diameter, type, make)? 0.035 viziglide was the zip port facing upwards and slightly curved when backloading the wire guide? Normally not needed to do, but slightly curved they did¿but it felt like they had to puncture the barrier through. Please advise the anatomical location of the intended target site. It was all outside of the patient. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. Was the product inspected for kinks or damage before use? Yes.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2316585 involved in this complaint was returned open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 15 oct 2025. The following observation were made in the lab: visual inspection: device returned in protective tubing. Safety wire not returned. Red shuttle at the last dimple. 0.035" wire guide returned with the device. Protective tubing removed. No stent returned, introducer fully exposed. Polyimide exposed and slightly kinked at the tip. Functional inspection: 0.035" wire guide advanced through tip and exits at zip port without issue. Handle actuating fine for deployment and recapture. The reported failure was not observed. A picture was submitted by the user with the initial report. This picture showed an evolution biliary device, and the user has circled the part of the device where the complaint concerns. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2316585. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing input was sought for this complaint. As per the input provided, during the manufacturing process, a wire guide is passed through the product to ensure there are no blockages in the devices. If the wire guide does not pass through freely, the unit is rejected. Therefore, it is highly unlikely that a device with blockage, left the manufacturing premises. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ "remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)." Figure a1, a2 illustrates that a sight curve should be applied with the zip port facing upwards to help the wire guide exit the zip port easily. The positioning of the zip port when loading the wire guide is a suggested technique. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as clinical settings cannot be replicated. A possible root cause could be attributed potentially to device handling when loading the wire guide. The IFU illustrates that a sight curve should be applied with the zip port facing upwards to help the wire guide exit the zip port easily. The positioning of the zip port when loading the wire guide is a suggested technique. When a slight curve was applied with the zip port facing upwards, this allowed the wire guide to exit the zip port. The device functioned as intended in the laboratory evaluation. The kink observed in the polymide may have occurred as a result of transport back to cook ireland after the stent was deployed successfully by the user. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the purple section where the guide wire exits the catheter is sometimes blocked. This forces them to bend the catheter, which they prefer not to do. This used to be easier. Confirmed qty, 01 confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause could not be determined as clinical settings cannot be replicated. A possible root cause could be attributed potentially to device handling when loading the wire guide.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25 nov 2025.